Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. The pump was received with moisture damage on the lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a broken insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer treated with breakfast. The customer stated that she changed out the battery and the outside just broke. The customer stated that the pump had cosmetic damage. The customer stated that the damage is on the reservoir and battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.